Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant: 5076-58 lead 2010-(B)(6); 4196-88 lead 2010-(B)(6). (B)(4)

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was replaced due to elective replacement indicator (eri). The battery longevity was less than expected. The ICD was explanted and a new ICD was implanted successfully. No patient complications have been reported as a result of this event.